Event description:
It was reported that the compressor would not turn on during the pre-use checks. There was no patient involvement. (B)(4).

Manufacturer narrative:
The reported compressor was examined at the hospital by our field service engineer. During the visual inspection of the mains inlet, one fuse was found blown in the mains inlet. The fuse was replaced and after a successful function check the unit was returned back to service. The cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder. According to the user's manual. A preventive maintenance shall be performed after 5,000 operating hours. It include visual inspection for the damage of parts and preventive cleaning of dust in the mains inlet.